Event description:
It was reported that the arctic sun device was failing calibration for error 80. Expected 6, actual 28. Per review of wo notes, discussed that this was indicative of a failed mixing pump and they would provide a quote for a 2k hour service. They declined the loaner. Per additional information updated from ttm on 23jan2026, biomed stated they were getting error 80 on sn (B)(6). They continue to get the error during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Per review of wo notes, discussed that this was indicative of a failed mixing pump. Per additional information updated from ttm on 23jan2026, biomed stated they were getting error 80 on sn (B)(6). They continue to get the error during calibration. They would provide a quote for a 2k hour service. They declined the loaner. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 80. Expected 6 actual 28. Per review of wo notes, discussed that this was indicative of a failed mixing pump and they would provide a quote for a 2k hour service. They declined the loaner. Per additional information updated from ttm on 23jan2026, biomed stated they were getting error 80 on s/n dyauy058. They continue to get the error during calibration.